Event description:
The customer reported getting no delivery alarms. The blood glucose reading at time of call was 250mg/dl. Troubleshooting could not be performed as the alarm continued. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.please see medwatch report # 3004209178-2013-91078.